Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer was hospitalized twice on the same week. The customer was on phone with 24 hour helpline and helpline called emergency medical services for low blood glucose. The customer has another emergency medical service visit for low blood glucose while driving, customer declined 24 helpline.